Event description:
It was reported that the patient experienced multiple backup battery fault alarms, last occurring in (B)(6) 2024. The primary system controller and backup battery were replaced. Log files were submitted for review. The event log file recorded a backup battery fault on (B)(6) 2024 at 8:31:44. This event appears to have occurred after the system controller attempted a load test. It was noted that replacing the system controller resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The event log files collectively contained approximately 3 days of information (14oct2024 to 17oct2024 per timestamp). At 8:31:44 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the unloaded voltage of the backup battery was measured to be below the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault alarm remained active until the controller was exchanged and shut down later that day. Wire fatigue within the system controller power cables was also noted during the investigation. The returned heartmate 3 system controller successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.